Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive bleeding during menses"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device / failure to occlude (close) fallopian tubes"), perforation ("perforation (other)"), pelvic pain ("constant pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2001; (B)(6) 2005; (B)(6) 2009; (B)(6) 2009). Previously administered products included for birth control: nuvaring. Concurrent conditions included body mass index normal. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menses / heavy menstruation / abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/urinary tract/vaginal): unspecified"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("pain: abdominal pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, perforation, pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, alopecia, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, perforation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted, insertion date reported as (B)(6) 2009 and pregnancies were noted in (B)(6) 2009 and (B)(6) 2009. Discrepancy noted in essure confirmation test date received as 12may2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram on (B)(6) 2009: results: confirmed satisfactory placement of both essure. Failure to occlude (close) fallopian tubes.. X-ray - on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs received: events: dysmenorrhea; dyspareunia were added. Reporter aka name was added. Lab test result was added. Outcome of event heavy menstruation and abdominal pain was updated to recovered. Reporter causality comments were added. Medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device / failure to occlude (close) fallopian tubes'), perforation ('perforation (other)'), pelvic pain ('constant pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4 (dates of live births: (B)(6) 2001; (B)(6) 2005; (B)(6) 2009; (B)(6) 2009. Previously administered products included for birth control: nuvaring. Concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menses / heavy menstruation / abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/urinary tract/vaginal): unspecified"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("pain: abdominal pain"), dysmenorrhoea ("dysmenorrhea/dysmennorhea (cramping)") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss /weight gain / loss specify which one: weight gain") and weight decreased ("weight gain / loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, perforation, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, alopecia and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, perforation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Discrepancy noted, insertion date reported as feb2009 and pregnancies were noted in (B)(6) 2009 and (B)(6) 2009. Discrepancy noted in essure confirmation test date received as 12may2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed satisfactory placement of both essure. Failure to occlude (close) fallopian tubes.. X-ray - on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs received. Event pelvic pain was recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive bleeding during menses"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device"), perforation ("perforation (other)"), pelvic pain ("constant pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. In february 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of menorrhagia ("excessive bleeding during menses"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal): unspecified"), vaginal infection ("infection (bladder/urinary tract/vaginal): unspecified"), urinary tract infection ("infection (bladder/urinary tract/vaginal): unspecified"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("pain: abdominal pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, perforation, pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, the last episode of menorrhagia, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, perforation, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: confirmed satisfactory placement of both essure. X-ray - on an unknown date: result: unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2019: perforation (uterus)/migration of essure device); perforation (other); abnormal bleeding (general); hormonal changes; abnormal bleeding (vaginal, menorrhagia); bladder/urinary tract/vaginal): unspecified; infection (bladder/urinary tract/vaginal): unspecified; apareunia (inability to have sexual intercourse); migraines; headaches; nausea; vaginal discharge; vision/eye problems; fatigue; weight gain / loss; hair loss and pain: abdominal pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.